Event description:
On (B)(6) 2014, the reporter contacted animas alleging an inaccurate delivery/history settings issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/04/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed a loss of prime with no insulin delivery resumed after. The basal and bolus data accurately added up to the total daily doses. A delivery accuracy test was performed and passed. The pump performed within specifications, and the inaccurate delivery complaint was not duplicated. The meter remote was also returned and investigated by product analysis on (B)(4)2014 with the following findings: the meter remote was powered on and immediately emitted an error 1 with sub code 13 (rtc defective). The meter remote could not be paired with a pump because the error could not be cleared, indicating software data corruption.